Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The reported problem (failed incoming functionality testing) was confirmed. Upon evaluation, the device displayed a service code 102. The cause for the failure and service code 102 was isolated to contamination on the pins of pca jumper j1000. There was no death or adverse event associated with the battery malfunction

Event description:
02/25/2021. Resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 03/01/2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor reported that a monitor failed incoming functionality testing.